Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0v4fy, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. For about 2 weeks the patient had been feeling urgency symptoms. The patient met with the manufacturer representative on (B)(6) 2016 and they told the patient that 1 of their leads was crushed and not working, so they changed the program. The patient also increased stimulation and still had urgency. The patient felt stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.